Event description:
During a lap chole procedure, the tip of the l-hook arced and burned a hole in the gallbladder and exposed the stones and bile. The gallbladder and stones wer successfully removed and the procedure was extended for about 20 minutes. The pt is doing fine after the procedure.